Event description:
The facility reported an infusion pump with failure code 810:04. The facility representative stated that no patient injury or medical intervention was involved. It is not known if this occurred while infusing. Information was requested regarding contact information, patient demographics, medication involved and pump programming but not was provided.